Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that as of the appointment on (B)(6) 2020, the patient¿s recharging issues have been resolved since the fluid has been drained. This was also confirmed again on (B)(6) 2020. The patient is monitoring the tenderness over their lead anchor site. The patient stated that the tenderness over the lead anchor site has gotten better since having the fluid over the implantable neurostimulator drained; however, the patient still has some tenderness. The patient thought that the fluid might be coming back as of (B)(6) 2020, as he was experiencing some of the same pains as before when he leans on that location. The patient is following up with the health care professional regarding the pain.

Event description:
Additional information was reported that the patient was seen at their healthcare provider (hcp) office on (B)(6) 2020. The patient stated his pain had subsided since the pocket was aspirated, but still had an episode of a burning sensation from the anchor site to the battery site on (B)(6) 2020, the ins was off/not charge at the time. The patient stated he still was not able to charge prior to the appointment as the programmer never found his device. The cause of the event has not been determined. At the hcp's office on (B)(6) the patient set up the recharger and was able to connect right away to the ins with excellent coupling and no issues. The patient stated he was not able to stay and charge for an interrogation of his ins/any reprogramming (if needed). The patient stated they will monitor their symptoms and contact the hcp/rep if needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient started to notice a burning feeling and sharp pain when he touches/leans on the ins pocket site. He stated he began to notice it about six weeks ago to 2 months ago and that it has gotten progressively worse. The cause has been undetermined. The rep is trying to reestablish therapy again. The patient was seen in office on (B)(6) 2020. At the time of the appointment it was observed the patient had fluid buildup over the ins, which was drained, the patient stated he noticed that beginning on (B)(6) 2020. The patient also reported some tenderness over the lead/anchor site on (B)(6)2020, which is superficial due to patient anatomy and a tumor. The fluid was drained from the ins pocket site on (B)(6) 2020. The rep attempted to interrogate the ins, but it was not charged. The patient was scheduled for a follow up appointment on (B)(6) 2020 for interrogation of the ins and reprogramming as needed. It's unknown if the issues have been resolved at this time. The patient also noted he was not able to recharge and had coupling issues on (B)(6) 2020. The healthcare provider (hcp) said that is likely due to the fluid build-up over the ins. The patient attempted to recharge now that the fluid has been aspirated. The patient did not have their equipment to do so at their appointment on (B)(6).